Manufacturer narrative:
UDI is not known at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the computer resolved the issue. The system then passed the system checkout and was found to be fully functional. Analysis on the computer shows that the computer boots normally to the application screen. No errors on the memtest86 and no errors from the seatools long test. The computer passed phd testing. Device manufacturing date is not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a cranial procedure.. It was reported that when starting case, upon boot up of the system, both monitors displayed no input detected. The rep could hear the computer fan running. The video splitter had green power and no light for active. The rep bypassed the video splitter to two output cables with no resolution. After about 40-minute the display returned. The rep re-booted the system and it returned to no signal. The site ended up switching to another navigation system to proceed with the case. There was no impact on patient outcome.

Manufacturer narrative:
Analysis on the returned computer resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the computer boots normally to the application screen. No "no signal" messages were observed during burn-in testing. If information is provided in the future, a supplemental report will be issued.